Event description:
During a procedure for removal of left ureteral calculi, the surgeon requested a stone basket. In the course of treatment with the laser tracking system (lts) laser, parts of the segura stone removal wire basket broke off internally in the patient's ureteral and bladder area. The surgeon was able to retrieve the 3 tiny wire parts, which were then placed in a labeled container. The basket device itself was also removed from the sterile field and both were given to the notified urology nurse coordinator for further inspection/assessment.